Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteral stent breakage procedure. During the procedure, it was noticed that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.